Event description:
I have severe chest pain from my saline implants, dizziness, fatigue, migraines, body aches, lump in throat, hair loss, skin changes, acne, anxiety, brain fog, excessive weight gain 50+ lbs, heat intolerance, mouth sores, hormone issues, depression, new allergies, sinus issues, constant dry eyes, heart palpitations, tachycardia. FDA safety report ID# (B)(4).